Event description:
It was reported that, "thought patient had an infection. Opened him up and washed out. Surgeon did a head and liner exchange."

Manufacturer narrative:
The device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6260-9-240, lot # mhlye3, description: v40 cocr lfit head 40mm/+4, cat # nlv-340800g, lot # 25519601, description: lrg tap pri mod nck 8deg 34mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.